Event description:
A customer contactedbeckman coulter regarding erroneous "oh" out of range high messages for glucose (glucm) generated by the synchron lx20pro instrument. The customer indicated that the flags were generated on dialysis fluids samples which were run using "other" sample type feature. The customer indicated that the issue occurred since the installation of lx operating software, version 4.5 it is unknown if patient treatment was initiated or withheld as a result of this event.